Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reporting rupture. This relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken and opening assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. S per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting rupture. This relates to the left device. Device has been explanted and replaced with a non-allergan device.